Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex 570c intraocular lens (tol). The event description states that the lens haptic tore during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The c-flex 570c iol was explanted and replaced without further complication and without any adverse effect to the patient. The healthcare facility advised rayner in the initial notification that the lens is not available for inspection as it was "nonsalvageable" following explantation from the eye. Rayner intraocular lenses limited has contacted the healthcare facility to obtain additional information on the events leading to haptic breakage in order to determine casuality. To date, no further information has been received. Our review of production records for the c-flex 570c iol batch 031e20708 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (march 2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch 031e20708.